Event description:
It was reported that the customer stated that there was an error message at pump after changing the cassette. After the pump went into failure, the patient had the second pump connected. This later also went into failure with the message high pressure. The problem has been resolved. No patient injury.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.